Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was completely black, without any graphics or text. Customer¿s blood glucose level was 144-145 mg/dl. A replacement pump was sent to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.